Event description:
A (B)(6) female pt called zoll customer support to report that her batteries weren't charging. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/ modem sn (B)(4) has been completed. The reported problem (not charging batteries) was confirmed. Upon investigation the battery charger/modem was unable to power up. The cause for the failure was isolated to a defective power brick. In additional, the charger flash memory was corrupted, causing the battery charger/modem to reset. The root cause for the defective power supply brick and corrupted flash memory could not be positively identified. No adverse event resulted from the defective battery charger/ modem. The pt received a replacement battery charger/modem.